Event description:
Nurse was removing the heplock from patient's right anticubital space. After removing the tape covering the heplock, the nurse removing the heplock heard a "snap" and found that the "needle" part of the heplock did not come out. The patient required surgery to remove the "needle" paart from the anticubital area. Follow-up could not determine the cause of the breakage of the devicedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated, hub. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.